Event description:
Affiliate reports the patient showed no improvement after implantation of the siphonguard anti-siphon device with a codman precision valve. An infusion test was performed and it revealed that the siphonguard was not working. The decision was made to explant and replace siphonguard.